Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. The complaint device was received and inspected for the reported failure mode. The needle is jammed inside the shaft of the gun and about 4 cm of the distal portion of the needle is protruded through the jaws indicating that the needle was pulled out from the distal end of the gun. It appears that the flag on the needle that helps load and unload the needle onto the gun is missing. Since the needle is stuck inside of the gun we cannot determine what caused the tab to initially fall off. This failure can be attributed to mishandling of both the expressew gun and the needle. This complaint can be confirmed. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is not currently available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correction: lot number: the lot number was unknown; therefore, the exp date is unavailable. Therefore, UDI: (B)(4) - incomplete. Investigation summary: the complaint device was received and inspected for the reported failure mode. The complaint can be confirmed. The needle is jammed inside the shaft of the gun and the distal portion of the needle is protruded through the jaws indicating that the needle was pulled out from the distal end of the gun. It appears that the flag on the needle that helps load and unload the needle onto the gun is missing. Since the needle is stuck inside of the gun we cannot determine what caused the tab to initially fall off. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) - incomplete.

Event description:
It was reported rotator cuff repair: surgeon: (B)(6), (B)(6) hospital, (B)(6) 2017. Nurse loaded e111 needle (214141) into e11 gun as per surgical technique. Nurse states white tab snapped off & needle became lodged in gun. Needle is now stuck & unable to be removed. Another opened & used without incident. No delay to procedure. No ae to patient.